Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via noise and reduced intrinsic amplitudes. Technical services discussed testing and programming options. The clinic has reprogrammed the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was abandoned and a transvenous system was implanted. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing via noise and reduced intrinsic amplitudes. Technical services discussed testing and programming options. The clinic has reprogrammed the system. There were no additional adverse patient effects. The system remains implanted.